Event description:
Related manufacturer reference number: 1627487-2019-07376. It was reported that the scs system was not providing adequate relief since being implanted. Patient also reported feeling stimulation in chest. Imaging confirmed that the leads migrated. Rep met with the patient to troubleshoot but reprogramming was unsuccessful. As a result, the leads were revised and moved to correct location on (B)(6) 2019. Nothing was explanted. Effective therapy was established post-operatively.